Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose level ranged between 156-210 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.